Event description:
In early 2009, the patient's wife reported that she saw 1-2 units of insulin in the cartridge compartment of the patient's infusion device. She stated that the patient has not spilled insulin in the cartridge compartment. She was instructed to dry the insulin with a cotton swab. The wife was educated on the proper procedure for removing and inserting the insulin cartridge into the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.